Event description:
New information noted that the noise was oversensed.

Event description:
It was reported that the right ventricular lead was explanted due to noise. There were no patient consequences.